Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Reported false negative sars results for approximately 6 symptomatic patients. Universal transport media was used. The customer communicated the results were confirmed negative by molecular (pcr testing).